Manufacturer narrative:
Other relevant device(s) are: sw app 9735762, stealth s8 app. Device serial number and UDI number unavailable. Software analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was an issue with fiducial detection. It was reported that a component of the software had a defect that could result in possibly not detecting a fiducial that should have been detected, or in assigning a sub-optimal center point to a fiducial (estimated less than a millimeter). This issue was documented in a medtronic navigation software anomaly tracking database. There was no patient involvement.